Event description:
It has been reported to philips that there was monitor failure. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the monitor was defective.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic treatment and the procedure was completed as planned by using another monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system montor has failed¿. Upon investigation, fse confirmed the monitor is faulty. Fse replaced the monitor. After replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome.